Manufacturer narrative:
Product complaint # (B)(4). Month and day unknown. Only year (2018) is known. Batch # r5736x. Device evaluation summary: the analysis results showed that the cs40g device was received with no apparent damage and with the original cartridge loaded in the device. The cartridge was received void of staples, with the washer uncut, with the drivers and knife exposed. In addition, the returned cartridge was noted to have several staples stuck in the washer and with the knife damaged. Please reference the instructions for use for additional information. The device was tested for functionality with a test cartridge and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. It is possible that excess of pressure was placed on the distal end of the device not allowing the retaining pin to properly assemble becoming misaligned with the anvil causing the staples not to properly form and damaging the knife as the knife hit the anvil and not the washer. The device opened and closed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon could not close the stapler on tissue. It was initial firing of the stapler and the reload was never taken out of the stapler. Case completed with another device of the same product code. There were no patient consequences reported.